Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 2.5 device for mechanical circulatory support due to an aortic valvuloplasty. While on support the patient underwent 10 minutes of cardiopulmonary resuscitation. After multiple bradycardic events the patient progressed to asystole. Additional information was provided that noted the patient expired.